Event description:
Patient was implanted with lcp distal radius t-plate and screw construct on (B)(6) 2012 following an injury on (B)(6) 2012. Reportedly the surgeon placed the hardware too far into the ulnar and subsequently caused impingement on the patient's pronation supination. The patient could not turn her hand all the way over and was having pain. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Reportedly the patient was healed. The implant did not fail and nothing was broken. The implants were removed with no problems. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.